Event description:
Discrepant tni results on triage cardiac hs lot t14511n. Their symptoms were dizziness, asthma, resume inhaler, and chest tightness with EKG abnormal s waves v2-v4. The patient was admitted to ER. Their troponin result came back negative and was released from hospital.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of triage cardiac lot t14511rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency or no corrective action is required.